Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. Excessive no delivery, occlusion, and occlusion, prime tests were not performed due to motor error alarm. The motor was tested outside the device and passed motor test. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported that a motor error alarm was occurring frequently with the insulin pump and the drive support cap was possibly damaged. The customer's blood glucose was not known. Nothing further was reported.